Manufacturer narrative:
The tech found the side rail center arm assembly is broken. The tech replaced the siderail center arm assembly to resolve the issue.

Event description:
The tech alleged that the side rail will not latch. No pt impact.